Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) was confirmed. Upon eval, the monitor displayed service code 203 (pulse test failure) during testing. The cause for the failure was isolated to defective inductors t2 and t3 on the monitor defibrillator board. The root cause for the defective inductors could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was unable to complete incoming testing.